Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device shows that on (B)(4) 2010, the battery voltage with telemetry was 2.58v and the daily measurement was 2.62v. This is within expected limits. Upon device analysis, actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the device is in process; the results will be forwarded when available. Performance data from the device shows that on (B) (6) 2010, the battery voltage with telemetry was 2.58v and the daily measurement was 2.62v. This is within expected limits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data from the device shows that on (B)(6) 2010, the battery voltage with telemetry was 2.58v and the daily measurement was 2.62v. This is within expected limits. Upon device analysis, actual longevity is < 80% of 99.9% longevity limit. Upon analysis, normal battery depletion was found.

Event description:
It was reported the in-office battery voltage check was 2.58v. Performance data from the device showed the device was at eri (elective replacement indicator) and showed a high current drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.